Event description:
A 26mm diameter x 15 mm diameter x 16.5 cm length bifurcated aneurx stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The pt's aneurysm size and vessel morphology are unknown. It is reported that the stent graft never deployed and the physician tried different deployment handles. It is reported that another bifurcated stent graft was successfully deployed. It is reported that the pt is fine and there is no add'l clinical sequelae relative to the event. Further info is unavailable. Medtronic ave has rec'd films and eval is pending.

Event description:
An outside independent physician performed a film and case interpretation. The physician reported that a review of the angiogram revealed straight aortic neck and straight iliacs with mild disease. The physician's impression/conclusion was bifurcated stent graft deployment failure, probably primary device failure.